Event description:
Facility reported that one of their pt's reacted to a dry pack dialyzer. Treatment was initiated without complaint of discomfort at 7:50am. At 8:00am pt complaint of severe back pain and treatment was stopped. The pt begun to complain of chest pain and stated that her stomach felt funny and that she was hurting below her right arm and in the side. The md was notified and the pt was sent to the hosp for further evaluation. According to the nurse at the clinic the pt had reacted two times before to reprocessed dialyzers 2nd and 4th uses and the md believed that there was residual formaldehyde in the dialyzer and this is why a dry pack was used. The facility discarded the sample.